Manufacturer narrative:
(B)(4). Only event year known: 2022. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: on what date did the implant take place? (B)(6) 2022. On what date did the explant take place? (B)(6) 2022. Lot #? 26413. Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. No. Is the patient currently taking currently taking steroids / immunosuppressive drugs? He was prescribed a round steroids after his dysphagia started. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Not sure. Was there any hiatal or crural repair done at the same time as the implant? I believe so. Was mesh used at time of implant? I believe so. What was the reason for removal of the linx device? Can¿t eat, dysphagia. The event description states ¿difficult eating¿ does this mean difficult swallowing? Not sure. At the time of removal, was the device found in the correct position/geometry at the time of removal? Yes. Have the symptoms resolved since the device was explanted? Not sure. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Yes, don¿t have results. When using the linx sizing device what technique was used to determine the size? Regular standard sizing procedure. Did the patient have an autoimmune disease? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Not sure. How severe was the dysphagia/odynophagia before intervention? Severe. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? He just cant tolerate it. Besides the reported dysphagia, what was the reason for removal of the linx device? Cant eat.

Event description:
It was reported that a linx device was explanted because the patient can not tolerate the device. He has been treated with steroids and had a dilation performed on 3/25. He has been readmitted and has difficulty eating.

Manufacturer narrative:
(B)(4); date sent: 5/3/2022. A manufacturing record evaluation was performed for the finished device batch number 26413, no related nc records were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/19/2022. Investigation summary overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found.